Event description:
A malfunction was reported on the pump without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who was advised on using a backup insulin pump meanwhile. The customer received instructions for putting the pump in storage mode and was informed about the necessary steps to return the faulty pump to tandem within ten days. All instructions were understood and acknowledged by the customer.